Event description:
It has been reported that a ring of the plate began to twist while inserting the screw. Screw and plate removed. Patient outcome: no adverse effecte reported as a result of this event.

Manufacturer narrative:
Additional part involved in eventpart no. Description14-521614 14mmx4mm screw